Event description:
It was reported that a device leak and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2020. The patient was discharged. On (B)(6) 2026, the patient was brought to the hospital for a device leak repair. The anesthesiologist shared that the patient suffered a significant stroke a few months prior with mental deficits, with reported mental fogginess. The leak was noted on transesophageal echocardiography (tee). The physician used 2x non-boston scientific (bsc) standard coils, 1x non-bsc packing coil, and 2x non-bsc duct occluder devices to close the leak. The physician stated the rest will clot and endothelialize. The physician believes a clot may have formed in the appendage and escaped from leak. The patient was placed back on eliquis 5mg and was discharged.